Event description:
It was reported that the patient was admitted to the emergency room due to syncope. The right ventricular (rv) lead had dislodged and the patient was pacemaker dependent. The lead had no capture and an external pacing system was temporarily used to pace the patient. The lead was revised and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).